Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that during the cranial resection case, they were inaccurate after going sterile. They ensured that the frame had not moved when going sterile. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.